Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii. Customer reported that quality control (qc) was run on 05/04/2026 and results were within range according to the package insert instructions: level 1 = 12.0 ug/dl (target range = 6.9-12.9 ug/dl) and level 2 = 33.2 ug/dl (target range = 26.0-34.0 ug/dl). Customer reported a leadcare ii patient blood lead test result of 3.8 ug/dl. The patient was not sent for venous confirmatory testing. The customer was unable to provide the sublot information for the leadcare ii test kit the presumed falsely elevated patient blood lead test result was reported with. The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. During troubleshooting technical services (ts) asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: · not washing hands with soap and water prior to blood collection · contact with the skin when wiping away the first drop of blood ts recommended the customer plunge the blood sample from the capillary tube into the treatment reagent (tr) immediately following collection. Ts recommended the customer then transport the sample in the tr tube from the collection room to the lab for testing. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the test kit package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to the leadcare ii product literature to the customer. Ts messaged the customer on 05/18/2026 to request an update. The customer reported testing has been going well and no additional elevated results have occurred.

Manufacturer narrative:
This customer reported three (3) falsely elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability. Please note that the leadcare ii blood lead test kit expiration date and manufacture date are unable to be determined due to the customer being unable to provide the test kit sublot number.